Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an ipump with a condition of "shutting down" was neither confirmed nor reproduced during product evaluation. The root cause of the reported condition was not identified. The pump will stay-in baxter and will not be repaired at this time. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4).the device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative reported an ipump with a condition of shutting down. This condition occurred during programming/setup in the med surg/recovery department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.